Event description:
The patient reportedly was unable to hear sound while using the device. The patient was seen at the center for device evaluation. External harware was exchanged. However, the problem was not resolved. Testing conducted confirmed that the device was not functioning. The device was explanted.